Event description:
It was reported that there was a battery issue. The screen is also blank. The unit will engage in patient monitoring, but display does not show any information. No patient incident was reported.

Manufacturer narrative:
The device has been returned to masimo for evaluation. When the investigation is complete, a follow up report will be submitted.

Manufacturer narrative:
The returned device was evaluated. During this testing the unit was able to power on but the led segments on the display did not illuminate and the display was blank. The user interface board was replaced and the unit functioned as designed. A review of the history for this device was performed and it was concluded that the device was in the field for over one and a half (1.5) years with no previous confirmed display issues prior to this reported event.

Event description:
It was reported that the display is blank. The unit will engage in patient monitoring, but the display does not show any information. No known impact or consequence to patient.